Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were not working on the insulin pump. The select button got stuck and all of the buttons seemed inflamed. The patient's blood glucose at the time of incident is unknown. The call disconnected. Two call back attempts were made but the customer could not hear properly and disconnected. The insulin pump was not returned for analysis.